Event description:
It was reported that the customer was treated with a manual injection at the hospital for hyperglycemia. The nurse had called about an alarm that occurred. It was indicated that the alarm occurred during a bolus. Troubleshooting was done and the pump passed testing. Additionally, the nurse stated that the cannulas have been bent. The nurse was educated on the alarm and that the cause of the alarm was due to site/set issue.